Event description:
A follow up call was made and the customer stated that she became unconscious in the parking lot of the doctor's office and the paramedics were called. The customer stated that she does not know her last blood glucose, but the insulin pump had entered the threshold suspend and had to be under 70mg/dl. The customer believes that the insulin pump did not cause her low glucose, but rather she must have over-bolused for food intake. The paramedics treated her at the scene and was not transported to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.